Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was locking up. All the light emitting diodes (led's) were lighting and unit just freezes. The unit needs to be turned off and powered back on to work. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.